Event description:
Customer reported noticing that the keys on the insulin pump were unresponsive when attempting a bolus. Customer's blood glucose reading at the time of the call was 85 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent act button response due to moisture damage to the keypad traces. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.